Event description:
The user facility reported the vitrectomy cutter was not cutting at 4000 cpm, and would not aspirate. There was no medical intervention required and no pt injury reported.

Manufacturer narrative:
Eval completed received one (B)(6)pack from lot v2979. This pack contains a 25ga vitrectomy cutter was attached to the aspiration port of the collection cassette, as it should be. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle does not always reach the cutting edge. The cutter pulled and left strings. The cutter became clogged during functional testing and could not be cleared. This cuter was not functioning as intended. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 3. See 1920644-2014-00219 and 00225.